Event description:
A doctor alleged that four (4) patients experienced the debonding of crowns after placement with maxcem elite clear. This is the second of four (4) reports.

Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. To date, the patient is doing fine; the crown was re-cemented with nx3 cement, without further incident. The returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure.